Manufacturer narrative:
B2: other - dural repair was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(4) and study ID (B)(6). It was reported that, following decompression, a revision was completed on the left l5 screw due to a medial violation. The screw was removed for repositioning and replacement to a smaller size. Due to the initial medial violation of the first screw, there was a small durotomy on the lateral aspect of the thecal sac within the axial of the l5 nerve root with intact arachnoid space underlying due to the arachnoid space being intact, no leakage of cerebrospinal fluid, and the lateral location primary repair was deemed exceedingly risky. Durotomy was sealed with watertight layer of dura-seal during closure. No cerebrospinal fluid leakage noted. Screw replacement was also checked with x-rays intraoperatively and post operatively. Site seriousness assessment: severity of adverse event was mild. Site related assessment: additional surgery and "other" assessment was not related to capstone peek spinal system implant, tlif grafting material, and procedure. Causal relationship to posterior supplemental fixation system. Sponsor assessment (oc muo): causal related to the procedure and causal related to the posterior supplemental fixation system. Not related to the tlif graft material and to the interbody device. Outcome of this adverse event was recovered/resolved. There were no further complications reported regarding the event.

Event description:
Additional information received stating the adverse event lumbar durotomy was causally related to the procedure by the site. No further complications reported.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating the levels implanted were l3-l4 and l4-l5. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative stating procedure/technique performed was pedicle screw placement. As an additional procedure, dura-seal was placed over the lateral durotomy following grafting and lift placement (during closure). There was no hospitalization of patient as a result. No further complications reported.